Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that inaccurate blood glucose (bg) values when compared to cgm bg values were received with the transmitter in use. It was reported that multiple sensors had been tried with the transmitter and the issue did not resolve. The issue resolved when another transmitter was used. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
Follow up #1 submitted: 02/01/2017. The device was returned to animas and investigated by product analysis on 01/13/2017 with the following findings: the continuous glucose monitoring transmitter was placed on the walkabout box; the transmitter was paired with a test pump correctly. Blood glucose value was set to 120 mg/dl. The pump alarmed with ¿transmitter out of range¿ before 2 hours. Discharged transmitter battery failure was determined. Investigation confirmed the complaint.